Event description:
Device malfunction: failure to deploy/partial stent deployment. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during a right internal carotid artery stenting procedure using the rx acculink stent delivery system, resistance was felt when attempting to pull back on the handle to deploy the stent and the stent did not deploy. When attempting to remove the device from the anatomy, the stent partially deployed; however, the stent remained in the stent delivery system and was removed from the anatomy successfully. A second rx acculink was deployed successfully. There was no adverse pt effect. Though requested, no additional info was provided.

Manufacturer narrative:
(B)(4). Eval summary: the rx acculink self-expanding stent system (sess) was returned with the stent implant partially expanded out of the distal outer sheath, for a length of 8mm. There was no stent damage noted. The handle was in an unlocked position with the handle slider in the distal portion of the handle, suggesting that stent deployment was initiated. There were two bends in the proximal shaft distal to the strain relief tubing. There was no damage related to the shaft reported during inspection prior to use, preparation and after removal from the anatomy; therefore, it is possible that the observed bends occurred during shipment to abbott vascular for eval. During functional eval, the handle slider could not be retracted proximally to deploy the stent due to resistance, confirming the reported event info. The handle was opened and although black adhesive was present around the distal end of the luer, the support hypotube was separated from the luer section. The root cause for the reported deployment issue is the separated hypotube.